Event description:
It was reported that this implantable pacemaker entered safety mode. Evaluation and replacement of the device were recommended. No changes have been performed. This device remains in service. No further adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker entered safety mode. Evaluation and replacement of the device were recommended. Additional information confirmed was replaced and is not expected to be returned for analysis. No further adverse patient effects were reported.